Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 10. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding, abscess, fistula and inflammation. No further patient complications were reported.